Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead punctured the muscle wall. The patient was hospitalized for four days. No further information was available.

Manufacturer narrative:
Please retract this MDR 2938836-2015-29005. There is no complaint on this lead, as it was electively replaced. Initial MDR was reported in error.